Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.5/+1.0/070 into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. In a separate surgery that day a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).